Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and dried blood/tissue was present around the helix. Continuity testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break. Analysis did not identify any abnormalities with the lead tip and helix that would have caused or contributed to a dislodgement.

Event description:
It was reported that during an implant procedure on 09-nov-2018, the helix of this right atrial (ra) lead would not rotate properly. The ra lead was positioned but dislodged before pocket closure. During an attempt to reposition the ra lead, it exhibited a high out of range pacing impedance measurement of 2600 ohms. The physician had also damaged the insulation of the ra lead during attempts to remove it. The ra lead was removed and replaced prior to pocket closure and was never in service. No adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that during an implant procedure on (B)(6) 2018, the helix of this right atrial (ra) lead would not rotate properly. The ra lead was positioned but dislodged before pocket closure. During an attempt to reposition the ra lead, it exhibited a high out of range pacing impedance measurement of 2600 ohms. The physician had also damaged the insulation of the ra lead during attempts to remove it. The ra lead was removed and replaced prior to pocket closure and was never in service. No adverse patient effects were reported.